Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was not locking and could not be closed.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1800520 was manufactured on 07/23/2018 a total of 288 pieces. Lot was released on 08/01/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the indicator clip partially loaded into the jaws of the device. The sample appears used as there is biological material present on the device. First, the indicator clip was manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. The device was disassembled to inspect the internal ratchet ears. Upon disassembly, it was confirmed that the ratchet ears were broken which prevented the ratchet from engaging at the start of the trigger pull. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although there were no clips remaining for testing, the broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not locking, could not close" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no clips were remaining in the device. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips could be tested, the reported defect could not be confirmed. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clip was not locking and could not be closed.